Manufacturer narrative:
B3 - date of event: date of event was approximated to 08/01/2024 as the exact event date was not reported.

Event description:
It was reported that coil pusher break occurred, and a fragment remained inside the patient, requiring additional intervention. A 177 cm coil pusher-16 was selected for use to push the unknown coil through the catheter. During removal, there was resistance in retracting and when removed, it was noticed that a fragment from the end of the pusher had snapped off and dislodged in the patient. The device fragment was caged with coils to avoid migration. There were no patient complications reported. It was further reported that the target lesion was located in the left gonadal (testicular) vein. The fragment was retained in the same vein (left gonadal vein) that was embolized as planned using non-boston scientific coils.

Event description:
It was reported that coil pusher break occurred, and a fragment remained inside the patient, requiring additional intervention. A 177 cm coil pusher-16 was selected for use to push the unknown coil through the catheter. During removal, there was resistance in retracting and when removed, it was noticed that a fragment from the end of the pusher had snapped off and dislodged in the patient. The device fragment was caged with coils to avoid migration. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 08/01/2024 as the exact event date was not reported.